Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0xvha, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
A healthcare professional via a manufacturer representative reported that a patient fell and had open impedances on all leads. Diagnostics and troubleshooting included an impedance check and the patient was rescheduled for lead implant. The original lead was explanted and replaced. When the original implantable neurostimulator (ins) was tried to go onto the lead, the set screw would not seat properly. The ins was explanted and replaced. It was indicated that the issue resolved at the time of the report. The patient's indication for use was noted as urinary dysfunction and gastrointestinal/pelvic floor. The patient's status was noted as alive with no injury and the patient was doing fine.